Event description:
Update rec'd 5/4/15- sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. The sleeve and stem are now being added to the complaint.

Event description:
Litigation alleges that patient has experienced hip pain, soreness and stiffness, especially if he sits for long periods of time. Additionally, it is alleged that patient has elevated metal ion levels. (B)(6) 2011 litigation was received. There is no new information that would change the outcome of the investigation. (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges that patient has experienced hip pain, soreness and stiffness, especially if he sits for long periods of time. Additionally, it is alleged that patient has elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/01/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the patient was found to have moderate amount of synovitis and debris. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 10/28/2015.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.